Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with alarms during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unable to perform occlusion test due to alarm. The insulin pump passed displacement test and no unexpected empty reservoir or low reservoir alarm noted.

Event description:
It was reported that the customer has been experiencing high blood glucose levels since may. The customer made a visit to see his hcp, and was told that the insulin pump needed to be replaced. Troubleshooting was performed, and the insulin pump was programmed correctly. Inspected the drive support cap, and it was found to be protruding. Advised the caller that the insulin pump would be replaced. Nothing further was reported.